Manufacturer narrative:
(B)(4) date sent: 11/15/2016. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: did a part or all of the tissue pads break off of the two devices? Or did the tissue pads only lift up (but did not break off) on the two devices. ¿a part of tissue pads only lift up on the two devices. The tissue pads still stayed attached to the devices? ¿yes. The tissue pads did not fall off.

Manufacturer narrative:
(B)(4) date sent: 10/27/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did a part or all of the tissue pads break off of the two devices? Or did the tissue pads only lift up (but did not break off) on the two devices. The tissue pads still stayed attached to the devices?

Event description:
It was reported that during a laparoscopic appendectomy, when the doctor started to cut the appendix, the tissue pad peeled off. Then, when the device was replaced again, it worked properly until the end of the operation. According to the doctor the target tissue was thick and firm since the inflammation was severe, thus, he activated the device longer than usual. This situation could have caused the problem. The blade tip was not broken off and no pieces fell into the patient. The case was completed with another device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) date sent: 11/9/2016. Batch # (B)(4). The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.